Event description:
It was reported that prior to an unknown procedure, after assembling the device with the hand piece, the activation button did not work and could not move on test mode. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device at some point previous sending it to our analysis site, as the blade tip was not received at the decontamination center nor to our analysis site. The reported complaint was for the activation button did not work. The device was functionally tested with a generator. The max and min hand control buttons were activated for functionality and there were no anomalies noted when pressing both switches. During functional testing on gen11 an alert screen was displayed due to blade damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.